Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; 5867-3m adaptor, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intra-operative during a implantable pulse generator (ipg) change that the right ventricular (rv) lead exhibited high and undefined impedance. Upon review it was determined that the rv lead had a fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.